Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode partially migrated postoperatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The electrode migrated out of the right cochlea and 2 electrodes are extra-cochlear. This was confirmed with a CT scan and x-ray. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode migrated out of the right cochlea and 2 electrodes are extra-cochlear. This was confirmed with a CT scan and x-ray. The user will be re-implanted on the 1st april.